Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported experiencing a low earlier in the morning with a reported blood glucose (bg) of 64 mg/dl, which was treated with a small can of coke (approximately 25g carbs). The agent reminded the patient of the recommended protocol: treat with 15g fast-acting carbs, wait 15 minutes, and repeat as needed until bg returns to range. The patient confirmed understanding. The patient¿s son mentioned that the patient sometimes eats a snack before bed to try to prevent overnight lows. The agent educated that this practice may cause the opposite effect and advised instead to treat lows only when the pump alerts. The patient acknowledged and understood. There were no reported symptoms during the event, and no medical intervention required at the time of call.